Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported positive dysphotopsia and glare following an intraocular lens (iol) implant procedure. The lens was exchanged.

Manufacturer narrative:
Product evaluation: only a portion of the lens containing a haptic was returned for evaluation in a sealed peel pouch. Solution is dried on the lens. Haptic is bent in the distal area. The optic is torn/split/cracked and cut into multiple pieces typical of insertion and removal (portion containing the other haptic was not returned). The optic has additional scrape marks near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint "glare". Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).